Event description:
In 2007: the primary surgery (ssro) was performed. In 2007 (exact date unk): it was found that the plate broke. In 2008: all of the implants including the broken plate were extracted from the pt. The bone fusion was confirmed.